Event description:
Fisher paykel humidifier chamber was overfilled by respiratory therapist (rt). Water from chamber went into the patient circuit and to the patient. Pt had a bradycardic episode and was unresponsive to tactile stimulation. Administered positive pressure ventilation (ppv) via neo puff (ambu bag) and pt responded to ppv via ambu bag and mask. Circuit was drained and humidifier chamber was drained to safe level. Pt was placed back on nasal continuous positive airway pressure (CPAP). Fraction of inspired oxygen (fio2) decreased to prior level. Coinciding with this, pleural fluid drained via in-place IV catheter (32 cc).